Event description:
It was reported while in the cath lab, the md used a sheath to insert the iab via the left femoral artery. Eight hours after insertion, blood was found in the line. The iab was removed by the ICU intensivist. Another iab was not required. There were no reported patient complications.

Manufacturer narrative:
The iab and pump tubing were returned. The guidewire was not returned. The teflon sheath was on the catheter, approximately 10 cm from the proximal end of the bladder. A vacuum was pulled on the iab, but did not hold. A vacuum was then pulled on the one-way valve & held. A guidewire was fed thru the central lumen with no resistance. The iab was submerged & pressurized in water. Bubbles exited approximately 22 cm from the distal tip in an abraded area <1 mm in length. Ifus state "iab membrane perforation may occur during iabp therapy. The occurrence & severity of iab perforation is unpredicatable & may be due to patient physiology, accidental contact with a sharp instrument or by contact with calcified plaque resulting in membrane surface abrasion & eventual perforation." A DHR re-review was conducted without findings. The root cause may have been due to calcified plaque.